Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted at this time. A call to technical services placed on 11/25/2013 stated that the patient came in for normal schedule follow-up. Caller inquired about this rv lead's expected impedance range. According to medtronic technical services, the range is 300-700 ohms. Caller reported impedance has been at 200 ohms for the last six months. The r-waves is 2-4 mv. No noise noted. No patient symptoms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).